Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. One photo was provided for review and the distal tip of the introducer sheath appears to be punctured by the cranial anchor on one of the filter legs. Based upon the photo provided, the complaint investigation is inconclusive for advancement issues, as the deployment system and the filter were not returned for evaluation. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.

Event description:
It was reported that during a vena cava filter procedure, resistance advancing the filter in the deployment sheath was experienced; although, upon deployment a few legs remained inside the deployment sheath. Following several attempts to deploy the filter, a snare device is used from a jugular approach to capture and retrieve the filter successfully. A new filter was prepped and deployed successfully. There's no reported patient injury.